Event description:
It was reported that log files were submitted for evaluation concerning low speed advisory alarms. The patient was complaining of low-speed alarm only when connected to mobile power unit (mpu). On portable batteries no alarm was present. The patient also mentioned that they could feel the pump slowing down speed. The mpu was replaced with a loaner. The log file data showed speed reduction events on (B)(6) 2025. These issues only appeared to be occurring while the vad is connected to the mpu power. This type of behavior has been linked to potential issues with the percutaneous lead. The customer had stated that there were no further alarms initially while on the loaner mpu, however the alarms did start to come back. Patient has been advised to use batteries only; x-rays were to be performed. It was noted that the site was looking to get a power module and ungrounded patient cable. The log file captured driveline fault alarms starting on (B)(6) 2025 at 0:12 until 10:49 at the end of the log file. According to the phase data one of the wires on phase 3(c) could be possibly shorting out. It was recommended that the controller be exchanged. The vad team expressed they were uncomfortable exchanging the controller without an engineer present. The patient also communicated that their backup controller has an issue where it drained the battery life faster. A driveline repair was performed on site on 09apr2025. The splice was started approximately 3.5 inches for the exit site. The repair was completed without any alarms. Log files were submitted post driveline repair. The additional log file recorded speed reductions and driveline disconnect events at the time of repair. The data recorded after (B)(6) 2025 11:06 indicated that the system was functioning as intended.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The issue of the backup controller draining the battery life faster was reportedly related to the broken driveline. The patient had not complained about battery life draining faster in their backup controller since the repair.

Manufacturer narrative:
D9: corrected. Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline from (B)(6) confirmed wire damage which could have contributed to the low speed advisory and driveline fault alarms observed in the submitted log files. The submitted log files collectively contained data spanning (B)(6) 2025 through (B)(6) 2025, as well as (B)(6) 2025 through (B)(6) 2025. Multiple low speed advisory alarms were captured on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. These events occurred while the patient was operating on the power module. Driveline fault alarms were then captured on (B)(6) 2025. No other notable events or alarms were captured. A distal end driveline replacement was performed on (B)(6) 2025. Approximately 11.75¿ of the external portion of the driveline was returned for evaluation. The pins of the controller connector appeared unremarkable. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline. Upon removal of the outer driveline layers, the underlying red wire was observed to be completely fractured approximately 2.5¿ from the controller connector. The remaining wires and portions of the red wire were visually inspected under the microscope; no other signs of damage to the wire insulation or underlying conductors were observed. The driveline was then submerged in a saline bath solution for high-potential testing to further verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. Although a specific cause could not be conclusively determined, the observed damage to the red wire appeared to be the result of repetitive flexing of the driveline in this area. The observed damage to the red wire could have resulted in the low speed advisory and driveline fault alarms that were observed in the log files. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The red wire supports motor phase 3. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the red wire to the redundant motor phase wire, the fractured inner conductor of the wire would have resulted in a driveline fault alarm, as observed in the submitted log file. If the exposed conductor contacted the metal braided shield while operating on a tethered power source such as the power module or mobile power unit, a short-to-shield would have resulted, contributing to the low speed advisory alarms observed within the submitted log files. Incidental findings: damage was observed to the controller connector bend relief at approximately 2.0¿-2.25¿, and to the outer jacket at approximately 7.0¿, and 7.75¿ from the controller connector as well as slight deformation of the outer jacket approximately 7.75¿-8.75¿ from the controller connector the relevant sections of the device history records and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 5, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The handbook also addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.